Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to fluid loss. A new aus device was implanted.